Manufacturer narrative:
(B)(4). Product registration ¿ additional information. B5: subsequent to the initial MDR, additional information is available. D4 catalog no ¿ additional information. G6 type of report ¿ additional information. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).